Event description:
Customer reported that pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no reported impact to the customer's blood glucose level. Customer was instructed on temporary measures to ensure proper button activation and confirmed to use multiple daily injections as a backup therapy. Technical support arranged for a replacement pump, provided instructions on sensor management with the new pump, and confirmed shipping details. Customer agreed to return the faulty pump within 10 days using a pre-paid label.